Event description:
It was reported that the patient received an alert for rv oversensing due to suspected myopotential oversensing. No action was taken since the oversensing was not observed with provocation tests.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.